Event description:
The plastic corregated sheath which covers the chest tube connecting tubing (from the body of the pleur-evac for approx 7 inches) is not anchored or connected to the body of the pleur-evac. When the sheath migrates the tubing kinks.